Event description:
Report rec'd from the USA stating that there was a burr present on the device that could cause the tearing of physicians gloves when handling. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by (B)(4). The invesigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).